Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump's down button was giving trouble occasionally. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the battery life was diminished, occasionally it rejects new batteries, the insulin pump had received random no delivery alarms and it was slower to rewind. The device will not be returned for analysis.